Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 1016427-2009-00130. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally appose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process) when the balloon is deflated there is a sudden rush of blood (reperfusion) into the cerebral arteries. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Event description:
The report is from the study. The pt was a male, with a history of hyperlipidemia, CABG, coronary artery disease, and hypertension. The target lesion was the mid to proximal left internal carotid. Pre-procedure stenosis was 85%. Lesion length was 10m and diameter was 5.5mm. The vessel was mildly calcified and tortuous. A precise pro rx 9 x 30mm stent was deployed at the target lesion. The pt suffered a stroke during post-dilation. The symptoms the pt exhibited after the procedure were difficulties with speech, increased sleepiness, and right sided weakness. The pt required placement of a peg tube. The neurology service maintained the pt on anti-platelets for secondary stroke prevention. An angioguard rx, size 6 basket, was successfully deployed and retrieved during the procedure. The pt was discharged 13 days post-procedure to a skilled nursing facility.